Manufacturer narrative:
The account found fluid on the right siderail circuit board causing the board to short. The account dried the fluid from the board to repair the bed.

Event description:
The account alleged that the bed functions are all moving without any controls being pressed.